Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a colonoscopy procedure performed on (B)(4) 2011. According to the complainant, the snare was looped around the polyp, but the sheath separated from the handle when handle was actuated to retract the loop. It was still possible to extend the loop and remove it from the polyp, and the snare was subsequently removed from the scope. The procedure was completed with another sensation jumbo oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown, but is over 18 years. Device (B)(4) relates to (B)(4) for the reported event: sheath detached from handle. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the flare had detached, rendering functional testing impossible. No other damage to the device was noted. The condition of the returned device was consistent with the complaint that the sheath separated from the handle; the complaint was confirmed. A specific cause of this failure could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Was reported to boston scientific corporation that a sensation jumbo oval snare was used during a colonoscopy procedure performed on (B)(4), 2011. According to the complainant, the snare was looped around the polyp, but the sheath separated from the handle when handle was actuated to retract the loop. It was still possible to extend the loop and remove it from the polyp, and the snare was subsequently removed from the scope. The procedure was completed with another sensation jumbo oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.